Manufacturer narrative:
The reported device is unknown at this time additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece of the device broke. Although patient was involved, no adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip breakage. The probable root causes could be contact force with a hard surface/other surgical instrument or excessive force applied by user. (B)(4).

Event description:
It was reported that a piece of the device broke. Although patient was involved, no adverse consequences were reported and the procedure was completed successfully.